Manufacturer narrative:
A change in menu settings may occur and is triggered by a database error (timeout) in the sql server database, which is a part of the windows operating system. The described software issue may initialize the system setting information database and, consequently, change relevant system settings (e.g., clot detection could be turned off on cobas c modules, and foam detection could be turned off on cobas e 801 modules). A customer communication was provided to customers with instructions on how to detect the issue and the steps to take should the issue occur.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). The customer noted that the iron qc goes out when the reagent pack gets low. The field service engineer performed some adjustments and checks of the instrument and found no abnormalities. The field service engineer performed a pipetting accuracy check with acceptable results. The investigation is ongoing.

Event description:
The initial reporter complained of a questionable iron result for 1 patient sample on a cobas 8000 c 502 module analyzer. The initial result was 21.4 ug/dl and the repeat result was 12.4 ug/dl. The results were reported outside the laboratory. The reagent lot number and expiration date were asked for but not provided.